Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her mother (the patient) and reported elevated blood glucose (bg) levels. For the previous 4 days, the reporter claimed that the patient's bg's were high. On (B)(6) 2011, the reporter indicated that the patient obtained a "hi" result which suggests a bg level possibly exceeding "600 mg/dl." A review of the pump's history revealed that the patient's last site change was 5 days earlier. The animas representative involved in this contact informed the reporter of the effects of infrequent sites changes in relation to insulin absorption and increased risk of infection. The patient's daughter felt as though the pump was delivering boluses but was uncertain if basal delivery was working. The pump's tdd was as expected. No issues were observed with the patient's infusion set, site, and cartridge. No recent alarms were noted. The pump's date was correct by the time was off by 45 minutes. The animas representative noted that there was no evidence of a pump malfunction. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas' criteria for a serious injury. The patient's injury can be attributed to possible use error since the patient was not changing her site as recommended.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.